Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient also utilizes a tandem t:slimx2 insulin pump. The patient experienced dizziness while at work at her parent¿s office. She attempted to retrieve her medical supplies to perform a fingerstick blood glucose check due to concerns the cgm was inaccurate because it displayed "high" at the time which indicates an cgm over more than 400 mg/dl. Before she could check her glucose level, she lost consciousness and experienced a diabetic seizure. The parent contacted emergency medical services (ems). Upon arrival the bg fs by paramedics was low, the exact value was unspecified. No medication was administered on-site. The paramedics communicated with the receiving hospital via radio, and the patient was subsequently airlifted by helicopter to the hospital. She was unconscious for one hour. After arrival the patient was treated with unknown medication to stabilize her bg level, and the cgm sensor was removed. She remained at the hospital overnight for observation and was discharged home on (B)(6) 2025 at approximately 5:00 pm in stable condition. The patient had recovered and was feeling well at the time of the tech support follow up call on (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.